Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high as compared to his feeling/normal result(s). The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that at an unspecified time on (B)(6) 2011, he allegedly obtained a high reading of "460mg/dl." The patient stated that he manages his diabetes with insulin, humalog (unknown dosage). It is not known if the patient made any changes to his normal diabetes management routine in response to the alleged product issue. Approximately an hour after the reported issue occurred, the patient claimed to have developed symptoms of being "shaky" and on the same day at 11:10am, self treated with food/drink in response to the symptoms. At the time of troubleshooting, the cca determined that an approved sample site was used for testing that the meter was set to the correct unit of measurement. The cca also noted that the patient was using expired test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claimed to have developed symptoms suggestive of a serious injury and received medical treatment after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k053529.